Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer looks after their own c6 ventilators. Customer replaced the ip esm due to ip alarming but no display. Once the customer replaced ip esm, the device would come up with 'ventilation unit synchronization timeout'. They were unable to put it into service software.